Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time of the reported event. The technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer stated that the exhalation flow sensor (evq) was loose. The customer reseated the evq and the issue was resolved. Medtronic/covidien was not authorized to evaluate the device.